Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "right-side capsular contracture, baker grade iii". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Patient reported "right-side capsular contracture, baker grade iii". Healthcare professional later confirmed the cap con and reported that the patient was prescribed singulair. This record is for the right side. The device remains implanted.